Event description:
It was reported that the PICC line broke. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3fr s/l powerpicc sv catheter. Usage residues were abundant throughout the sample and the extension tubing markings were worn. The sample was received in two segments which shared a complete break at the luer/tubing joint. Microscopic inspection of the break revealed a granular fracture surface. The break exhibited a granular fracture surface with beach marks and irregular tear marks. Discoloration and deformation were observed in the vicinity of the break. A permanent kink impression was observed just distal of the break. The break characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, an additional unidentified factor(s) appeared to have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of redw1044 showed four other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1044 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line broke. No other information was provided.